Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No patient harm was reported. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional information has been requested but not received to date. When additional information becomes available, a follow-up report will be submitted. Reported to the FDA on september 15, 2016. (B)(4). Note: an additional case is associated with this complaint. A separate FDA form 3500a has been completed for that case.

Event description:
Complaint received from the end user reporting that the "coude tip is curved excessively like a fish hook. Unable to use." A photo has been provided regarding the reported event. The product was not used by the end user. It is unknown how many products from the lot was damaged. No further information was provided.